Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, dirt at various parts of the subject device which indicated insufficient reprocessing was confirmed. Dirt might have affected the reported event. Omsc presumed the cause as below. - user's brushing process for the forceps elevator differed from IFU recommendation. - the facility staff was less trained in usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the repair at local service department of olympus on (B)(6) 2021, it was found that the forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.